Event description:
Material no.: 309628. Batch: 9112904. It was reported that before use of the bd syringe luer-lok¿ tip there was stopper separation from plunger. The following information was provided by the initial reporter: it was reported that there was stopper separation from plunger.

Manufacturer narrative:
H.6. Investigation: one 1ml syringe in an opened blister pack from batch 9112904 (p/n 309628) was received and evaluated. It was observed the stopper was not connected to the plunger rod and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the stopper separation defect is associated with the assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 309628. Batch: 9112904. It was reported that before use of the bd syringe luer-lok¿ tip there was stopper separation from plunger. The following information was provided by the initial reporter: it was reported that there was stopper separation from plunger..